Manufacturer narrative:
The reason for the revision surgery was the patient presented with a failed glenoid component after 11 years and 2 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 discrepant material report #(B)(4) against receipt (B)(4), (B)(4) parts return to vendor (rtv) for code d7 (size/orientation). A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. A definitive root cause for the failed glenoid component could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Hospital disposed.

Event description:
Revision surgery - due to the patient presenting with a failed glenoid component. The surgeon replaced the djo glenoid with a biomet glenoid. He replaced the humeral shell and insert with a new standard insert and shell.